Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a review of documentation revealed that oversensing by the atrial lead had resulted in noise reversion. The patient was asymptomatic. On (B)(6) 2015, during an unrelated emergency room visit, noise continued to be observed. Multiple pacing configurations were tested and a loss of p-waves was observed in the unipolar-ring setting. The lead remained implanted and the patient would be monitored.